Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing by a zoll approved service provider. The device was returned to zoll medical corporation; evaluation of the customer's report was not duplicated. After disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including full functionality testing, electrical safety test, shock test, on/off current, hla test, and impedance test without duplicating the report. After running fast testing, the report was self-cleared and did not reoccur. . Internal inspection of the device found no discrepancies. The device passed the final test procedure, was recertified, and returned to the customer. No accessories were returned for evaluation. Analysis for reports of this type has not identified an increase in trend.